Event description:
It was reported that the camera head picture was dim. The issue was found during a therapeutic thyroidectomy that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was unable to be confirmed. Unit was burned-in for more than 2 hours but unable to find abnormalities in image. However, unit failed water leak test due to crack in video connector. No other reportable issues were identified. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head picture was dim. The issue was found during a therapeutic thyroidectomy that was completed using a similar device. There were no reports of patient harm.